Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of two events of a fluid leak reported for the same patient involving two separate malfunctions.

Event description:
Peritoneal dialysis patient encountered a fluid leak when removing the cassette from the cycler after completing treatment. It is unknown if the cycler alarmed. Follow up with the patient contact indicates that the patient was not prescribed antibiotics and is asymptomatic. The set was discarded.